Manufacturer narrative:
UDI number: (B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Increased valve gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation.  It may also be indicative of sub-optimal frame expansion or patient-prosthesis mismatch.  Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus.  Small gradients may have been related to a prosthesis-patient mismatch (ppm). Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients.  The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve ¿trueid¿, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch.  In this case, there is insufficient information to determine the cause of the valve increased gradients as additional information requested has not been yet provided. However, it is possible that it may be due to the progression of patient¿s pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the  field clinical specialist (fcs), approximately  3 years  11 months post tavr of a 20mm sapien 3 valve implanted  in the aortic annulus, the patient was presented to the doctor's office for an evaluation and worsening symptoms with increased gradients across the prosthesis. The physician subsequently ordered a non-contrast CT that was sent for evaluation and now is pending re-intervention by the doctor depending on the mechanism of failure, patient prosthesis-mismatch (ppm), etc. Additional information is not available at this time.